Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the image is abnormal with only magenta or green color. This is attributed to the damage to the image pick up part and the video connector. The adhesive at the tip of the objective lens is peeled. The user¿s complaint of the pinhole was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was sent in by the customer for the repair of a pinhole. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the image is abnormal with only magenta or green color. This is attributed to the damage to the image pick up part and the video connector. The adhesive at the tip of the objective lens is peeled. This medwatch is being submitted for the reportable issue of green and magenta image and the peeled adhesive of the objective lens observed during device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 14-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "irregular color tone" was presumed to have occurred due to a defect of the charged coupled device (ccd) unit, failure of the internal board of the scope connector, or the system. The suggested phenomenon of "adhesive of distal end (objective lens) is peeled off" was presumed to have occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.